Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2021-00265a facility reported a certas valve was implanted via v-p shunt on an unknown date with an unknown setting. The valve was used with certas 828810. After the surgery, there was suspicion of obstruction and shunt imaging was performed on (B)(6) 2021. Ventricular enlargement was observed. Although contrast enhancement to the ventricular side was possible, contrast enhancement to the abdominal cavity side was poor. The valve ((B)(4)) was removed and replaced on (B)(6) 2021. And 828810 was removed on (B)(6) 2021.

Manufacturer narrative:
The hakim peritoneal catheter was returned for evaluation; unique device identification (UDI): (B)(4). Failure analysis - the catheter was visually inspected; no defect was noted. The catheter passed the test for occlusion and leakage. No root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the "suspicion of obstruction" reported by the customer could be due to biological debris and protein buildup interfering with the device. But, at the time of investigation, no occlusion issue was noted. As noted in the instruction for use (IFU), in the section 'complications': "in addition, shunt revisions have been necessitated by the following complications associated with peritoneal catheters: subcutaneous kinking, fracture, obstruction of the distal end, and retraction of the distal end from the peritoneal cavity".

Event description:
N/a.